Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that vision was lost during a surgery. The intervention was delayed 45 minutes. The patient didn't suffer any harm, and the surgery was finished accordingly. No negative impact in state of health reported.